Event description:
Procedure: lap splenectomy. Reportedly, the clip tore the vessel artery. The patient had to receive blood infusion. The surgeon had to open the patient, and use a competitive instrument.